Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the gear was broken and torn off on the air reciprocator device. It was further determined during the pre-repair diagnostics assessment that the device failed for check saw blades coupling, check saw head, check for immediate stop, check for excessive noise, check for air leak, check frequency, check the starting behavior and for check performance. It was noted on the service order that the motor was working, however, the saw blade slot was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.